Event description:
The customer reported a ventilator's screen lock turns on by itself during device set up. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer to perform the keyboard test in an attempt to duplicate the reported issue. Moreover, the customer was advised to replace the front panel overlay if needed or the man-machine interface (mmi) printed circuit board to correct the issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that the reported issue was occurring intermittently and was not able to be duplicated. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.